Event description:
It was reported that the screen of the customer's insulin pump went dark a day after replacing the battery. Her blood glucose was 500mg/dl at the time of reporting. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. The insulin pump was monitored and no blank display was noted. No battery out limit alarm was noted. The insulin pump was received with a cracked case at the reservoir tube window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.